Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6) event site address: (B)(6) event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine inspection the cardiosave intra-aortic balloon pump (iabp) system detected air intake in the alarm loop during self-testing. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h11. Corrected field: h6 (medical device problem code).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (component codes).

Event description:
N/a.

Manufacturer narrative:
Updated fields : b4, g3, g6, h2, h6(medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions). The failure analysis and testing dept. Received with a reported unit failure of an air intake alarm loop during self-test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the part in the failure analysis and testing department. A getinge field service engineer (fse) evaluated the unit and replaced the pneumatic module assembly (d997-00-1178). Following the repair and component replacement, the device was tested and confirmed to meet normal functional parameters. The unit passed all required functional checks and was returned to clinical use.